Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from a value displayed as "high" (specific value not provided), to 34 mg/dl. Customer changed pump supplies and administered a manual insulin injection to address elevated bg, and required assistance from contact to address low bg with carbohydrates. Reportedly, the customer was using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. The customer declined further troubleshooting with tandem clinical support.